Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02420 and 3005099803-2010-02421 for the other associated device information. It was reported to boston scientific corporation that three jagtome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutwire became detached from the distal tip however the proximal end of the cutwire was still connected to the device. A second jagtome was obtained and failed in a similar manner. A third jagtome was obtained and tested outside the patient, the physician felt the device was not bowing and unbowing completely. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) (partially bowed and wouldn't unbow). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02420 and 3005099803-2010-02421 for the other associated device information. It was reported to boston scientific corporation that three jagtome sphincterotomes were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutwire became detached from the distal tip however the proximal end of the cutwire was still connected to the device. A second jagtome was obtained and failed in a similar manner. A third jagtome was obtained and tested outside the patient, the physician felt the device was not bowing and unbowing completely. The procedure was completed with another jagtome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted. A functional evaluation found that the device's tip bowed within specification, also, there was no slack or lack of tension felt when bowing. The length of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was not consistent with the complaint that the device would not bow and unbow. The complaint was not confirmed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications